Event description:
On 08/16/2025, it was reported by a customer support agent that the user observed insulin leakage inside the ilet device during a supply change after having elevated blood glucose of 375 mg/dl. The user resumed insulin delivery following a supply change and confirmed back-up therapy was available if needed.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.